Event description:
It was reported that the patient was experiencing pain at the battery site and inadequate pain relief despite reprogramming. X-ray was taken which showed that the leads migrated. The patient's pain medication was increased and was noted to be helping with pain. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, (B)(6).

Event description:
It was reported that the patient was experiencing pain at the battery site and inadequate pain relief despite reprogramming. X-ray was taken which showed that the leads migrated. The patients pain medication was increased and was noted to be helping with pain. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.